Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that the allegation was confirmed as the right ventricular (rv) lead had lead body damage. Fracture in both conductors was confirmed via x-ray. The break appeared 22 centimeters (cm) from the terminal indicating clavicle crush area. The lead failed on the resistance measurement test.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a subclavian crush. An attempt to obtain additional information was unsuccessful. The rv lead was explanted. No additional adverse patient effects were reported.